Event description:
Pt's one touch profile meter was reported to have the date/time issue. Pt had to keep resetting the date and time on the meter. This issue was not resolved with troubleshooting. Pt had contacted a medical professonal for advice. There is no further clinical info provided.